Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report intermittent out of range on (B)(6) 2014. Dexcom technical support had the foreign distributor perform a paperclip reset and it was unsuccessful. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). Subsequent to the supplemental MDR, the complaint transmitter device was returned to animas for evaluation. Device evaluation was completed by animas on 01/16/2015. Investigation results were received by dexcom on 03/17/2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the test failed. Evaluation of the failed transmitter test confirmed the reported event of an intermittent out of range signal. The root cause was determined to be a failed transmitter.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report a permanent out of range on (B)(6) 2014.

Manufacturer narrative:
(B)(4).